Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that there was evidence of staple presence in the entirety of the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The powered handle was able to fire but the staple line was formed incompletely at the proximal end. To correct the incomplete staple line, the duodenum was resected with another reload. No known impact or consequence to the patient.